Event description:
It was reported the customer had a button error alarm. Customer also reported a black circle on their insulin pump's screen. The customer stated they were unable to clear their button error alarm. Customer also stated the alarm was recurring after they had removed the battery for 30 minutes. The customer's blood glucose was 240 mg/dl. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. The insulin pump was received with a severely scratched display window, cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.